Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to extend the helix. The rv lead was not used and the patient was in stable condition.